Event description:
The customer stated a patient generated a result of <0.5 mg/l on the architect clinical chemistry carbamazepine assay. This result was reported and questioned by the pharmacist. The sample was run in duplicate two days later with results of 9.3 and 9.6 mg/l. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation consisted of a review of the complaint information, service history review of the customer's architect c8000 instrument (B)(4), a review of carbamazepine reagent lot 63009hw00 release data, a review of the architect system operations manual, and a review of the carbamazepine package insert (B)(4). The complaint text states on (B)(6), 2009, a serum sample generated an erratic result for carbamazepine of <0.5 mg/dl. The sample was rerun on (B)(6), 2009, and generated results of 9.3 and 9.6 mg/dl. The initial result was run with qc and 2 other patient samples. The qc was within specification and the two other patient results were fine. A service history review of (B)(4) did not show any instrument issues at the time of the incident. Review of the lot release data for carbamazepine reagent lot 63009hw00 shows all results were within specifications. The architect system operations manual does contain troubleshooting information for erratic results. Probable causes include sample integrity. The carbamazepine package insert also contains information for specimen collection and handling. Based on the information provided, no deficiency of the carbamazepine reagent lot 63009hw00 was found. Because this sample was run with qc and two other patient samples that were acceptable, the most likely cause of the erratic result is sample integrity. This is the final report.